Event description:
According to the rptr, she had 2 dental implants implanted into her front lower jaw. She also reports having 3 pins placed to hold in 3 teeth instead of using a bridge. From the time the procedure was performed, the rptr has been experiencing pain. While the implants were in place, she complained of "sharp stinging" pain under her chin mainly on the lt side, pain with neck movement, pain radiating from her lower lip to her chin as well as from her lower jaw to her cheeks to her temples. The rptr also indicated she had swollen lymph glands, a stiff neck, and difficulty in lifting up her head. She began seeking help from various med professionals such as dentists, physicians, and oral surgeons. According to the rptr, none of the hlth professionals were able to determine the cause/source of the pain. Finally, the rptr was unable to withstand the pain so the devices were explanted on the indicated date. Since the devices were explanted, the rptr continues to have constant pain. The pain does subside at times, but it never goes away. She states the pain continues on her chin and she has pain on both sides of her lower jaw near her ears. She also has pain in her lt ear and it feels "clogged." An ear, nose, and throat specialist has diagnosed the problem as temporomandibular joint syndrome (tmj), but he is unable to explain the "sharp stinging" pain under her chin. She currently takes 1600mg of ibuprofen/day and uses a heating pad on the joint which provides minimal relief at best. The rptr is concerned that the devices she had implanted may not have been FDA approved. She is also extremely upset with, and distrustful of, the implanting dentist regarding her treatment and performing procedures without consent. According to the rptr, the dentist told her the implants were mfg in the 1980's.